Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information obtained, the cause of the reported incident could not be conclusively determined.

Event description:
Manufacturer report number 1627487-2019-11770. Manufacturer report number 1627487-2019-11771. It was reported that patient experienced ineffective stimulation due to high impedances. Surgical intervention was undertaken on (B)(6) 2019, wherein the leads were explanted and replaced. Effective therapy was restored post operatively.